Event description:
While inspecting the bedside monitors, the clinician noted excessive deterioration of the ECG trunk cable near the ECG lead connection point. Rn noted that the insulating cover was "melting" and separation of the connector body covering. Biomedical contacted and also confirmed that the connector body was being dissolved by some cleaning agent. Biomedical inspected additional ECG trunk cables and noted the same plastic breakdown occurring. Biomedical contacted evs and the manufacturer for advise on cleaning agents allowed. Biomedical substituted with an alternative ECG trunk cable that could be used without deteriorating effects until cleaning issue/substance resolved. Manufacturer response for cable, ECG, trunk, 3-lead, intellivue (per site reporter). Awaiting manufacturer feedback.